Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient is unable to establish communication between her ipg and external devices. In addition, the patient's ipg is inoperable. The sjm representative met with the patient and confirmed the issues. It was noted the patient had not recharged her ipg in approximately 6 months due to unrelated health issues. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Reportedly, effective therapy was restored following the procedure.